Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic wedge resection with normal thickness tissue, the stapler was not able to fire and has produced an incomplete staple line. The little black parts of the reload were thought to have broken off and gone into the patient¿s cavity, but they are unsure where it has come from. There was no patient injury.